Event description:
It was reported that a patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator exhibited undersensing and auto mode switch episodes. Programming changes were performed. The patient was in stable condition.